Event description:
The patient reported he has had multiple low blood glucose readings since 2007 when he started using his new insulin infusion device. He stated, he has had blood glucose readings of 20-30 mg/dl several times and paramedics have been called who treated him with glucose and then left. The patient stated he does not know what is causing the low readings. He said he is working with his endocrinologist and they have not yet been able to determine a cause. He stated, he had a blood glucose reading last night of 22 mg/dl which was treated by his roommate giving him 2 glasses of orange juice and a tube of glucose. The patient stated he was willing to meet with a trainer and a request for an appointment with a trainer was sent. The product was replaced and requested to be returned for evaluation.